Event description:
It was reported that a revision surgery was performed due to total hip replacement infection. The synergy size 10 ho stem, the reflection cup 54mm and the 36+0 oxinium head were removed.

Manufacturer narrative:
The affected oxinium head, reflection shell and synergy stem were not returned for evaluation. After repeated requests, sn has been unable to obtain the batch number for these devices, thus a review of the manufacturing records and sterilization documentation cannot be conducted at this time. Sn has an outstanding request with the reporter for part number on the shell and the stem. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.